Manufacturer narrative:
Per good faith effort (gfe) received 27jun2024, the biomed customer informed that it was determined that the central processing unit (cpu) printed circuit board assembly (pcba) was defective and was replaced with a new cpu pcba board resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the biomed customer on the v60 indicating that the devices accept button is unresponsive. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer the latest version of the service manual is version t. Biomed is reporting the accept button is unresponsive. Provided biomed the part # for the switch pcba.